Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00023 to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cup of the subject device was deformed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the evaluation and similar cases in the past, the cup might be deformed because the subject device was inserted into the endoscope while the cup was opened. Also, omsc presumes that the mucosa was torn due to any of the following possible causes. -the user performed the biopsy at only surface of the tissue due to the condition with the angle which approached the device or force which pressed the device to the tissue. -the tearing of the tissue was caused by the condition of the patient or the tissue. -the cups of the subject device were not closed completely since the physician did not hold the handle of the subject device firmly. The instruction manual of the device has already warned as follows; *do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. *make sure that the cups close evenly and are properly aligned when the slider is pulled. *do not insert the instrument into the endoscope while the cups are open. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. Cross reference MFR. Report number: 8010047-2017-00020.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a biopsy, two subject devices were used. Then, the mucosa was torn and the doctor stopped bleeding with a clip. Also, the subject device was stuck in the endoscope. No further information was provided regarding handling of the subject device after being stuck in the endoscope. This is the second of two reports.